Manufacturer narrative:
(B)(4) final report additional information including operative notes, patient activity level , whether the patient followed the correct post-op protocol and an update on the patient post revision was requested in order to progress with the investigation of this event, however, not all of this information could not be provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. The revision of the corin device was only required due to the fracture of a non-corin stem and thus no further investigation is required. There was no failure or deterioration in the effectiveness of the corin device and thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) initial report. Additional information including; operative notes (primary and revision), patient activity level, weight and medical history, did the patient follow correct post-op protocol and an update on the patient post revision has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the trinity biolox delta ceramic liner associated with this event report is not cleared for sale or distribution within the USA and this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revision of liner, stem, head and neck implants after approximately 9 years 9 months due to prosthesis breakage in stem. The stem and neck are non-corin devices.